Event description:
The customer called and reported receiving no delivery alarms on the insulin pump with two different sets. The customer's blood glucose as not known. The alarm was resolved by an infusion set change.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.